Event description:
Suspected false negative sars result for 1 mildly symptomatic consumer. The consumer communicated that they tested positive with another rapid antigen assay. An additional consumer event was communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.